Manufacturer narrative:
Correction - g2 - 29 jul 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Despite good faith efforts attempts were made, no additional information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rhino-laryngo videoscope was used unclean on different patients. The issue occurred during the procedure and the procedure was diagnostic. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.